Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead dislodged. It was noted the patient had difficult anatomy that perhaps led to the dislodgement. There was difficulty in getting the lead back in. The lead was explanted and replaced. No patient complications have been reported as a result of this event.